Manufacturer narrative:
This device is intended for treatment, not diagnosis. Device was used on a canine. The manufacturer address and lot number are unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Event description:
It was reported that a stardrive screwdriver stripped into the screw during surgery. The surgeon was repairing a fracture and while inserting a screw, the tip of the screwdriver stripped into the screw and would not tighten it. The surgeon had to complete surgery with mosquito forceps and there was a 20-30 minute delay. The patient is a canine patient. There was no patient issue. This is report 1 of 2 for file (B)(4).